Manufacturer narrative:
This ra lead is expected to be returned to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure this right atrial (ra) lead was positioned but when measurements were taken with a pacing system analyzer, the ra lead was not detecting any signal and an out of range pacing impedance measurement of greater than 4000 ohms was recorded. The physician though these observations might be due to tying the suture sleeve too tightly around the lead. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Continuity and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.